Event description:
During the recent case, rep encountered a significant wobble issue that led to the discovery of a new distal tip engagement concern. Representative spent approximately 30 minutes or more at the back table, testing with 3-4 different drivers and loading screws. There was no visible degradation or damage to any distal tips, and the screws appeared to be in good condition. Despite this, the issue slowed the case considerably and introduced unnecessary stress and frustration for the surgical team.